Event description:
This is report 1 of 2. It was reported that the quick coupling for k-wires device was ¿dragging down¿; and that ¿when the device was used with the small battery drive, the attachment bound up and slowed down the drill more than usual¿. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the device was used every day in (B)(6) 2014, however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.